Manufacturer narrative:
Retainer ring = clear. Faultnumber = hardware error alarm (63); linenumber = 380; filenumber = 37; variableinfo = 03 00 00 00 00 00 00 00 00 3c. Pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The reservoir/p-cap locks properly into place. The thus download was successful. Unit was cut open and inspected. No visible physical damage or moisture damage noted on the electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.